Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery to relocate the reservoir to other side of the abdomen due to hernia perforation from right to left pelvis. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery to relocate the reservoir to other side of the abdomen due to hernia perforation from right to left pelvis. No information was provided about the patient's outcome.